Manufacturer narrative:
This report is submitted on january 7, 2019.

Event description:
Per the surgeon, the patient experienced infection and subsequently was administered antibiotics (type and date not reported) and the device was explanted on (B)(6) 2018. The patient was not reimplanted with a new device as of the date of this report.

Manufacturer narrative:
This report is filed on january 18, 2019. (B)(4).